Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The explanted lead was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements, then it dislodged. The lead was repositioned, but the helix would not extend/retract despite appropriate rotations of the terminal tool. The pacing impedance measurements were high, out-of-range at 3,000 ohms and noise was observed. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.